Event description:
Facility reported separation between drip chamber and upper fitment of set, causing leak of saline flush. Date of event is unknown. No patient harm reported. Tubing has been requested for evaluation but has not been received to date. Follow-up report will be filed if set is received at later date.

Manufacturer narrative:
Patient information requested and all available information is included.